Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was unknown when this started, it was stated that the patient notified previous physician about it and the manufacturer's representative checked his device and decided to turn off 2 electrodes. That certainly helped but it still occurred every once in a while but not at the same intensity as it did before. This happened after recharging and only when on group a. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the second time the patient went to recharge after the implant, about 30 minutes to 2 hours after recharging the patient starting getting a "nasty shock." The physician shut "two leads down" to resolve it. The patient was wondering if the leads would need to be replaced.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 377760, lot# n0041213, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377760, lot# n0041213, implanted: (B)(6) 2005, product type lead. (B)(4).